Event description:
It was reported that the patient experienced a loss of therapeutic effect; no stimulation was felt regardless of changes in parameters. Troubleshooting revealed high impedances; battery status was normal. There was no trauma or injury experienced prior to this event however, the patient had begun engaging in minimal exercise such as slow bike pedaling and gentle leg swings. A follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).